Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer insulin pump had a keypad anomaly . Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. Unable to reach out to customer. No insulin pump is returning for analysis.